Event description:
As reported by the user facility: brief inquiry description: air bubble alarm. Detailed inquiry description: nurse stated that while running the vancomycin around 11am, she heard air bubble alarm. She found bubbles on the trial IV tubing with the asv and had to "flush/prime" prime via pump. Prior to this, she primed the trial IV tubing via the pump. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.